Event description:
The remote alarm failed during testing. No pt involvement.

Manufacturer narrative:
Replaced part was returned to fi lab and tested, and the failure was confirmed. Broken solder connections at cn2 pin 1 & pin 3 caused the remote alarm port not functioning.

Event description:
The remote alarm failed during testing. No patient involvement.

Manufacturer narrative:
(B)(4).